Event description:
It was reported that the wake button has stopped working. The device turns on when plugged into a power source. There was no adverse impact to customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.